Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead exhibited intermittent undersensing. It was also reported that the right ventricular (rv) lead exhibited high thresholds. It was suspected that the ra and rv leads had pulled back. The ra lead and rv lead were repositioned and remain in use. No patient complications have been reported as a result of this event.